Event description:
Clinic notes were received indicating that the vns patient was referred for replacement surgery due to end of service. Follow-up revealed that the patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices were returned to the manufacturer for analysis. There are no performance issues or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a near end of service condition. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portions. Incisions in the silicone tubing of the lead were necessary to perform proper inspection of the lead coils. A high impedance condition was noted on the positive coil. Further inspection of the positive coil identified two broken strands at the end of the electrode bifurcation. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion except for the two broken strands. Attempts for additional relevant information will be made.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.